Event description:
Customer reported that he received a no delivery alarm and could not clear it. Blood glucose value is 380 mg/dl; treated with bolus. Customer stated the alarm was resolved by changing the infusion. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.